Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed pump over temp message. No injury/harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 initial reporter name was shortened due to character limitations. The complete name is (B)(6).

Manufacturer narrative:
A getinge field service engineer (fse) confirmed the reported issue and replaced drive assembly (d104-00-0031). Device passed all functional and safety tests according to factory specifications. Device was given to customer and cleared for customer use. The defective components were received for further investigation. The failure analysis and testing department received (0104-00-0031) sn: (B)(6) drive manifold assembly. This part was received with a reported unit failure message of over temperature issue. Performed visual inspection of this part and the part looks to be in good condition. Installed drive manifold assembly, into the cardiosave test fixture and tested to the factory specifications per the cardiosave service manual. The failure analysis and testing dept. Could not verify the failure message of over temp issue. The failure analysis and testing dept. Pumped the unit and did not observe alarm on screen. Drive manifold assembly. Passed testing. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a.